Event description:
It was reported that the patient underwent a surgery to remove a non-(B)(6) device and replace it with a new artificial urinary sphincter (aus). No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).